Event description:
It was reported that initially there were problems with impedance measurements, but after reconnecting to header approximately 3 times reading were ok. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.